Event description:
It was reported that during reprocessing, a pancreatic stent (cook stent) that was lost while performing a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure the day before, was found at the forceps port of the duodenovideoscope. The procedure from the day before was cancelled and the duodenovideoscope was used on another patient for the same procedure the next day before the stent was found during reprocessing. During the procedure, a cannula and other treatment tools were inserted without any problems, and the procedure was completed. There were no foreign objects found or dropped into the body during the case. There were no reports of patient infection or suspected patient infection. Though one case was cancelled, there were no reports of any patient injury or serious deterioration in their health from the cancelled procedure. Additionally, though the device was used on a subsequent patient with a stent stuck from the previous procedure, there has been no indication of suspicion of infection in the subsequent patient.

Manufacturer narrative:
D10: other concomitant medical product: bw-412t (single-use combination cleaning brush). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable event of foreign material in the channel was confirmed, but not reproduced. Insufficient or inappropriate reprocessing scope was used for next procedure was also not reproduced. Based on the results of the investigation, the foreign material was found to be cook's pancreatic duct stent. It was unknown whether there was deviation from the instruction for use (IFU) in reprocessing steps for the area where the foreign material remained. There was no physical damage on the area where the foreign material remained. For the event of insufficient or inappropriate reprocessing scope was used for next procedure, olympus inspected the inside of biopsy channel with an ultra thin-diameter scope and could not detect any abnormalities such as kink, scratches, or bumps that could lead to remaining of foreign material. Although there were possible compounding factors such as the stent being thinner and shorter than the recommended combination stent, the bristles of the cleaning brush partially collapsed and the scope being r-shaped during cleaning, olympus could not specify the cause. It was confirmed via good faith errort (gfe) for "foreign material related complaint¿ that there may have been a delay in starting pre-cleaning and that the device may not have been soaked in detergent. For both events, no abnormality in biopsy channel was confirmed. Therefore, olympus confirmed that the device met its specifications or function. The root cause for both events could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): inspection methods of the suggested event in reprocessing manual ¿chapter 5, section 5: manual cleaning of endoscopes and accessories¿. Olympus will continue to monitor field performance for this device.